Manufacturer narrative:
This event was determined reportable per edwards lifesciences procedures. The DHR review has been started.device will not be returned.

Event description:
Reporter alleged the patient received the results of 41 mg/dl and 127 mg/dl back to back within 10 minutes on the inform system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
Reportedly, the device was explanted at implant for unknown reasons. Replacement valve was not disclosed. No further details were provided. The device will not be returned as it was discarded at hospital. Information was learned through implant patient registry.

Manufacturer narrative:
The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformances.